Event description:
Consumer called to report multiple accuracy issues with their meter. Analysis run on clark error grid using mean avg. Reading (163) as ref. Point vs. Bd readings of 377, 55, 58 yielded data points in the c zone of the grid, outside of acceptable limits.